Event description:
Pump was reported to overinfuse during clinical use. The pump was programmed to infuse an unknown size syringe of calcium gluconate over 1 hour at an unknown rate, but the entire syringe infused in 30 minutes. Two other nurses reportedly verified the pump was programmed correctly. No additional patient information is known. No medical intervention was needed and no patient injury resulted.